Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user stated the patient could see a crack on the screen the agent arranged for a replacement device. The patient had just eaten dinner and was going to announce the meal when he saw the screen was not responding. This resulted in hyperglycemic episode of 275 mg/dl blood glucose (bg). The patient was out of range for less than 90 minutes and did not require any outside intervention. He did not report any symptoms during the event and treated himself with backup therapy.